Event description:
Information received from patient regarding external device. The reason of call was caller stated that their stimulation keeps turning off. Caller mentioned that when they initially charge the controller today the stimulation is turned on but after charging the controller the stimulation is turned off even, they have enough battery on the implantable neurostimulator (ins) and it's been happening for a week now. Caller also mentioned that they were with the manufacturer representative (rep) and asking to call us and ask for a replacement controller. Caller confirmed no damage on thedevice. A request was sent to repair for controller replacement. Caller mentioned that if the stimulation won't working it hurts.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.